Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo kit catheter infusion was selected for use. During preparation, it was noted that the device was fractured between the microcatheter and the outer sheath. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The device showed damage in the form of stretching and a fracture located 3.7cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for stretching and a fracture.

Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo kit catheter infusion was selected for use. During preparation, it was noted that the device was fractured between the microcatheter and the outer sheath. The procedure was completed with a different device. No complications were reported.